Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a possible faulty transmitter. Further details regarding the issue were unable to be obtained. No additional information is available.